Event description:
The facility's biomedical engineer reported an infusion pump with an 808:08 failure code which occurred in the biomed. The hosp rep stated to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event.